Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they was hospitalized because their implantable pulse generator (ipg) was out of synchronization for 116 days. Ipg remains in use. No patient complications have been reported as a result of this event.